Event description:
It was reported that during a low anterior resection procedure the stapler was difficult to fire and the staples did not form correctly on patient's left side. Case completed with another stapler. No pt consequence.